Manufacturer narrative:
H3: analysis of the clinical exports was completed and the complaint was confirmed. The clinical export data file was thoroughly inspected. The export file was generated by the mazor x system, and includes records of all the data that was used and generated by the system during the case, including but not limited to the intra-operative scans, preoperative planning, procedure actions that were executed, and the log text file. The planning of trajectories was performed on CT images of the spine prior to insertion of any implants. Fluoroscopic images were examined and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation running mazor x sw version 5.0. Analysis reviewed the planned trajectories and found that no skiving potential was observed. When compared to execution, analysis found that the implants were inserted prior to the screws against recommended workflow. Registration was successful, however, it is apparent that no bone mount was placed on the anatomy in this segment and the reported information indicated that the fixation for the t11-l2 segment was psis schanz screw which is against recommended surgical technique. After reviewing all available information, analysis found that the entire operated segment was outside the operational range (schanz screw in r psis in an open case on a t11-l2 segment which is not according protocol). Using the platform this way might compromise the stability of the system and may lead to deviations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the surgical system was mounted to the patient using psis fixation for the lower segment and a mist bridge, head pin and mini clamp for the upper segment. Cages were implanted during the procedure, but they were done after the screws were implanted for each of the two segments. The guidance system was replaced and there have been no further issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgery was a t11 ¿ pelvis procedure, with l3 to s1 in situ. Prior to the case a full advanced accuracy test of the surgical arm was performed, which passed. The system was powered down and left for 30 minutes. Upon re-booting the system remained with a blank screen and had to be power cycled again. The procedure began normally. No issue with registration, etc. They began from t11, executing 7 of the 10 planned screws, with no indication of accuracy or feedback issues. Upon executing the left l1 screw the surgeon noticed that some of the screws were too medial. At that point they took x-rays and found that all 7 screws were misplaced superiorly into the disc space. The surgeon removed all the screws. And made the decision to start from the beginning with the guidance system.  They then re-executed the screws, using the same plan, but with the assistance of x-ray. T11 to l1 screws were placed appropriately. Unfortunately, the l2 left and right screws were both medial, but visually there was no soft tissue pressure causing this. The surgeon again repositioned the screws, but this time freehand. They then continued to register the s1 and s2 anatomy. The surgeon made the decision to not execute the s1 screws. They continued with the s2 ballast screws, beginning with the right side. Once the guidance arm was sent to the left and final position the guidance system unexpectedly, and without prompt, restarted; the screen went blank and rebooted to the home page. The surgical arm was in position so the surgeon used the guidance system to drill the pilot hole, and execute the final screw manually with the assistance of x-ray. Upon taking the confirmation x-rays though, the right s2 ballast screw was found to be in the incorrect position. The surgeon made the decision to reposition this screw freehand. Troubleshooting involved an advanced accuracy check prior to the surgery. Navigation was confirmed to accurate on patients anatomy. The plan was checked and confirmed to not be on any skive positions. The dilator was used across all trajectories to ensure there was no skiving. However for one trajectory there was some skive potential that the surgeon mitigated by flattening the surface with a high speed burr. During the second attempt to reposition the 7 misplaced screws they used x-ray to guide them and confirm that the screws were following the correct trajectory. The cause for the inaccuracies are unknown. Some may have been due to soft tissue pressure. However because it was an open procedure screws were planned within the 7 to 12 degree recommended rotation of screw trajectory planning. Only 2 of the 8 lumba r screws planned were over the 12 degree recommendation of planning. These 2 screws were planned at 13.6 and 12.5 degrees. Visually no soft tissue pressure was identified though. Most trajectories were deviated greater than 10mm, a few were within 3.5mm and 10mm. There was no impact on the patient outcome. The issues extended the surgical time by 1 hour or longer.